Manufacturer narrative:
Concomitant medical products: 4023-58 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was seen on the right ventricular (rv) lead and the right atrial (ra) lead. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.